Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ring from the insulin pump's reservoir compartment was broken. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken and missing part of the retainer and reservoir tube lip o-ring. Analysis was unable to perform displacement test due to physical damage. The insulin pump was received with minor scratched display window, case and keypad overlay.